Event description:
It was reported that the programmer would not power on. The programmer and radiofrequency (rf) head were returned for service, both were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer shut down when the programmer head was plugged in. It was also noted that four hinge plate screws were loose. (B)(4): analysis found that the rf head failed testing due to the cable being out of electrical specification.